Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support explained that during a routine check, the pump reset a microprocessor as a safety feature and was functioning as intended. The customer was informed that upon reset, certain settings such as insulin on board and max hourly bolus are reset to zero, cgm sessions need manual restarting, and cartridges require reloading. The customer acknowledged these instructions and successfully resumed insulin delivery.